Event description:
The user facility reported scopes had been processed in a system 1 processor without being pre-cleaned as required in the system 1 operator manual. The facility reported that they did not have any bi or ci failures and no adverse events have occurred. As a precaution, the facility has decided to notify patients.

Manufacturer narrative:
The user facility recently became aware that proper pre-cleaning of scopes had not been occurring prior to processing scopes in the system 1. In response, the facility performed an investigation which determined the practice was limited to one employee who no longer works at the facility. A steris account manager performed in-service training on proper pre-cleaning procedures as well as the proper use and operation of a system 1 processor. It was identified during this in-service that the facility was utilizing the incorrect quick connect kits with their scopes. As a result, the account manager also reviewed quick connects and compatible scopes during the in-service. A steris service technician inspected the user facility's system 1 processors and found that the units were operational. The units are maintained by the facility's biomedical department and the steris service technician advised biomedical that the units required preventative maintenance. The steris account manager is conducting a follow up visit to the user facility on (B)(4), 2011 and will advise on the proper preventative maintenance and frequency for system 1 units.